Event description:
The nursing technician reported the aspiration failed. No system message displayed. One pt was under anesthesia and the case was aborted. No iol was implanted. Ten procedures were rescheduled to another date. Multiple attempts were made for more info and pt status with no response to date.

Manufacturer narrative:
No further info has been received and the samples have not been sent for eval. The root cause of the pt event cannot be determined in this investigation. This report was mailed to FDA on: 05/22/2009.